Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient stated they were involved in a car accident. They stated that while driving, their blood sugar went low and they were dizzy, their vision was "glooomy" and their reponse was slow. It was reported that police had called an ambulance, it is unknown what happened prior to the police arriving. When paramedics arrived, they checked the patient's bg was 34 mg/dl. It is unknown what the cgm was displaying during this time; however, the patient stated thta it was 90 points off. The patient was taken to the hospital and was treated with one tube of glucose paste. After 6-7 hours in the hospital, the patient was discharged. At the time of the report, the patient was feeling better. It has been reported that there was a difference in readings of 90 points. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.